Event description:
It was reported that the keypad and buttons of the insulin pump are not responsive. The customer's blood glucose was 160 mg/dl. The up arrow stopped working. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.